Event description:
The patient contacted lfs alleging that his one touch ultra meter was prompting the error 4 and error 5 messages. The patient took no actions following attempted use of the meter. As he was not able to get a blood glucose reading on the reported meter, the patient contacted his physician for advice. His physician advised him to contact lfs to request that the meter be replaced. The patient received no treatment. The patient wsa unable/ unwilling to answer whether he was experiencing any symptoms of high or low blood glucose at the time of concern. The customer service representative walked the patient through retesting with the reported meter and the error 4 prompt appeared. The patient neither alleged harm nor experienced injury or medical intervention. Based on the recurring error 4 prompt during troubleshooting by the csr, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and , if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.